Event description:
A malfunction was reported, but no significant events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset the malfunction code without recurrence. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.